Event description:
It was reported that the customer experienced a programming issue on a large volume pump module on (B)(6) 2024 between 0011 and 0910. According to the nurse manager: ¿it appears the pump was initially programmed with the weight of 100kg instead of 113.4kg causing the rate to be calculated at 22.5 ml/hr instead of the correct rate of 25.5. However, the mar shows a rate of 25.5 and an associated pump at the time the infusion was started. Once the pump was changed to the correct weight, the pump recalculated the dose from 0.75mcg/kg/min to 0.6614mcg/kg/min to keep the infusion rate the same (why it does this, I do not understand). This caused the rate to remain at 22.5ml/hr. The rate was corrected at 9:10 when the infusion was reprogrammed using the correct rate and the correct dose of 0.75 mcg/kg/min at 113.4 kg or 25.5ml/hr.¿ after due diligence, it was noted that cangrelor tetrasodium was hung as piggyback with a volume to be infused (vtbi) of 250ml. Also it was noted that amiodarone 360 mg in d5w 200 ml was also running at 16.7 ml/hr, as well as heparin (B)(4) units in d5w with a vtbi of 250ml at 13ml/hr. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction : initial reporter first name, initial reporter addr 1, initial reporter city, initial reporter facility name. Additional information : device available for eval?, returned to manufacturer on, device return to manuf, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Omit : remedial action required, remedial action.

Event description:
It was reported that the customer experienced a programming issue on a large volume pump module on (B)(6) 2024 between 0011 and 0910. According to the nurse manager: ¿it appears the pump was initially programmed with the weight of 100kg instead of 113.4kg causing the rate to be calculated at 22.5 ml/hr instead of the correct rate of 25.5. However, the mar shows a rate of 25.5 and an associated pump at the time the infusion was started. Once the pump was changed to the correct weight, the pump recalculated the dose from 0.75mcg/kg/min to 0.6614mcg/kg/min to keep the infusion rate the same (why it does this, I do not understand). This caused the rate to remain at 22.5ml/hr. The rate was corrected at 9:10 when the infusion was reprogrammed using the correct rate and the correct dose of 0.75 mcg/kg/min at 113.4 kg or 25.5ml/hr.¿ after due diligence, it was noted that cangrelor tetrasodium was hung as piggyback with a volume to be infused (vtbi) of 250ml. Also it was noted that amiodarone 360 mg in d5w 200 ml was also running at 16.7 ml/hr, as well as heparin (B)(4) units in d5w with a vtbi of 250ml at 13ml/hr. There was patient involvement but no harm.

Event description:
It was reported that the customer experienced a programming issue on a large volume pump module on (B)(6) 2024 between 0011 and 0910. According to the nurse manager: ¿it appears the pump was initially programmed with the weight of 100kg instead of 113.4kg causing the rate to be calculated at 22.5 ml/hr instead of the correct rate of 25.5. However, the mar shows a rate of 25.5 and an associated pump at the time the infusion was started. Once the pump was changed to the correct weight, the pump recalculated the dose from 0.75mcg/kg/min to 0.6614mcg/kg/min to keep the infusion rate the same (why it does this, I do not understand). This caused the rate to remain at 22.5ml/hr. The rate was corrected at 9:10 when the infusion was reprogrammed using the correct rate and the correct dose of 0.75 mcg/kg/min at 113.4 kg or 25.5ml/hr.¿ after due diligence, it was noted that cangrelor tetrasodium was hung as piggyback with a volume to be infused (vtbi) of 250ml. Also it was noted that amiodarone 360 mg in d5w 200 ml was also running at 16.7 ml/hr, as well as heparin 25,000 units in d5w with a vtbi of 250ml at 13ml/hr. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.